Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the cr bearing was mistakenly implanted. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the cr bearing was mistakenly implanted. The tibial tray was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, it was noted the incorrect tibial bearing was initially implanted. The tibial tray was removed and replaced.